Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient reported an infection at the sensor insertion site on (B)(6) 2019. The area was tender to the touch and red. The patient was evaluated at his primary physician¿s office on (B)(6) 2019, who recommended he go to the emergency department (ed) for evaluation. He went to the ed and was prescribed outpatient antibiotics via intravenous (IV) therapy for two weeks. Additionally, it was reported that the patient was off work for three weeks. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.